Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance had increased since implant and was at 111 ohms. During the interrogation an alert was triggered indicating that the daily measurement for the rv lead was out of range at 126 ohms. Boston scientific technical services (ts) was consulted and discussed single coil lead configurations have higher impedances and that it would be physician discretion as to how to assess the situation. No further testing was performed and no x-ray was taken. The physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.